Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that a tecnis zmb00 14.5 intraocular lens (iol) was explanted after the patient was not happy with their visual outcome. Another iol zkb 14.0 was placed during the same procedure. No surgical complications were reported and the patient is doing great with their new iol. The iol was destroyed during the explant procedure and was not returned to the manufacturer.